Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and possible rupture.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade iii/IV and possible rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, h6.